Manufacturer narrative:
(B)(4). The customer returned one three lumen cvc catheter with three stopcocks attached to each extension line. Visual examination revealed the catheter exhibited signs of use as adhesive residue was observed on the extension lines. No holes or cuts were observed on the extension lines or the catheter. The three returned stopcocks all exhibited cracks. Microscopic examination of the stopcocks confirmed that one stopcock had two cracked luers and the other two stopcocks had one cracked luer. Microscopic examination of the catheter did not reveal any defects or damage. Injection caps attached to stopcock luers appeared to be tightened significantly as they required some force to remove. Functional testing was performed by connecting each of the catheter extension lines to a lab leak tester separately and clamping off the distal end of the catheter. There should be no liquid leakage from the cvc catheter in the form of a falling drop when tested at 45 psi for 30 sec when tested. The leak tester was turned on and the pressure was increased to 45 psi and held for 30 seconds for each extension line. No leaks were found. Functional testing was also performed with the three stopcocks. Other remarks: the stopcocks were attached to the each extension line hub and the distal end of the catheter was clamped closed. A 10ml lab inventory syringe was filled with water and attached to each opened luer on each stopcock separately. When water was injected into the stopcocks, each cracked luer leaked. A device history record review was performed on the catheter and stopcocks with no relevant findings. The reported complaint of a leak was detected at one of the extension lines during use was confirmed through examination and functional testing of the returned sample. The stopcocks connected to the extension line luers were cracked and leaked. The injection ports attached to the stopcock luers were difficult to remove indicating they were over tightened. The returned catheter and extension lines did not leak. A DHR review did not reveal any manufacturing related issues. The probable cause of the stop cock crack and leak is operational context since it was discovered while in use and the injection ports were found overtighten to the stopcocks.

Event description:
The customer alleges there was leakage discovered during use at one of the extension lines.

Manufacturer narrative:
(B)(4). The device is not sold in the us. However, a similar device is sold in the us. The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.

Event description:
The customer alleges there was leakage discovered during use at one of the extension lines.